Event description:
It was reported that the patient presented in the emergency room experiencing syncope. Upon interrogation, the right ventricular lead exhibited oversensing that was able to reproduced with isometrics. The lead was reprogrammed. On (B)(6) 2015, the patient was transferred to a different hospital for lead revision. The lead was capped and replaced successfully. The patient was checked on (B)(6) and the lead was functioning well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.